Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001396878 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer here.

Event description:
It was reported catheter leakage. Verbatim: do we have a clinical specialist for pleurx that we can refer this leakage query to please? See mail from patients family below. Jean from zebra medical said the drain is working and the ascites has subsided. The doctor is not concerned of infection. But there is leakage when the patient stands up? Is this normal and do we have advise for them? Response: emailed regarding pleurx catheter leakage, the fenestrations must be entirely within the pleural or peritoneal space to avoid leakage into the tunnel tract. If fluid is leaking around the catheter site, apply a clean dressing and immediately contact the physician. Pain, redness, warmth to touch, swelling, fever, or fluid around the site may indicate the catheter is infected. Some discomfort and redness after insertion is expected but should not persist or worsen. If fluid is leaking around the valve, then inspect the catheter for cuts or damage. If necessary, use the blue emergency slide clamp. Immediately contact the physician. We would recommend sending the patient's contact information, product code, and lot number for the pleurx device they have to our field assurance team. Attached pleurx pleural catheter kit IFU. Copy to fa. Please see my responses to the questions as below. It is draining well. There was initially no leakage and then started leaking. I think that the catheter has been pulled out a bit. We have advised the patient, on numerous occasions to go back to the hcp. I really do not think it is product fault. The son has finally agreed that he will take his mom back to the doctor where did the leakage occurred? Is this at the insertion site? Is this at the access tip and the catheters valve? From the insertion site ¿ where the catheter enters the patient¿s body. Was there damage noted on the access tip or patient's valve? No ¿ there is no damage noted. Where is the catheter located? Abdomen. What was the impact to the patient? Area becoming damp when she stands up. Was there infection noticed at the insertion site due to leakage? No, not at all. Could you please provide material number and lot number associated with reported issue? 50 -5070 lot number 0001396878. Please let me know if used samples or unused samples (or pictures) from the same lot are available for the investigation? None available.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
It was reported catheter leakage. Verbatim: do we have a clinical specialist for pleurx that we can refer this leakage query to please? See mail from patients family below. Jean from zebra medical said the drain is working and the ascites has subsided. The doctor is not concerned of infection. But there is leakage when the patient stands up? Is this normal and do we have advise for them? Response: emailed regarding pleurx catheter leakage, the fenestrations must be entirely within the pleural or peritoneal space to avoid leakage into the tunnel tract. If fluid is leaking around the catheter site, apply a clean dressing and immediately contact the physician. Pain, redness, warmth to touch, swelling, fever, or fluid around the site may indicate the catheter is infected. Some discomfort and redness after insertion is expected but should not persist or worsen. If fluid is leaking around the valve, then inspect the catheter for cuts or damage. If necessary, use the blue emergency slide clamp. Immediately contact the physician. We would recommend sending the patient's contact information, product code, and lot number for the pleurx device they have to our field assurance team. Attached pleurx pleural catheter kit IFU. Copy to fa. Please see my responses to the questions as below. It is draining well. There was initially no leakage and then started leaking. I think that the catheter has been pulled out a bit. We have advised the patient, on numerous occasions to go back to the hcp. I really do not think it is product fault. The son has finally agreed that he will take his mom back to the doctor. Where did the leakage occurred? Is this at the insertion site? Is this at the access tip and the catheters valve? From the insertion site: where the catheter enters the patient¿s body. Was there damage noted on the access tip or patient's valve? No, there is no damage noted. Where is the catheter located? Abdomen. What was the impact to the patient? Area becoming damp when she stands up. Was there infection noticed at the insertion site due to leakage? No, not at all. Could you please provide material number and lot number associated with reported issue? 50 -5070 lot number 0001396878. Please let me know if used samples or unused samples (or pictures) from the same lot are available for the investigation? None available.